Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported insulin flow blocked. Customer stated that they changed the infusion set and reservoir 4 times but no improvement. The customer was advised performed least 5.0 unit fixed prime or fill cannula. The customer stated that the insulin did not exit tubing. Customer was advice to remain disconnected and push insulin slowly through tubing. But insulin did not exit. Customer was assisted troubleshooting for insulin flow blocked. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged repeating insulin flow blocked alarm found on (B)(6) 2022. Device was coded for no delivery/occlusion alarm during therapy. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. Device failed occlusion test due to moisture damage at the force sensor. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded using thus. Confirmed device alarm insulin flow blocked alarm on (B)(6) 2022 at time 02:02:22.000 during bolus in device downloaded history. The electronic assemblies and motor assemblies were inspected and moisture damage was found on the force sensor. The following were noted during visual inspection: pillowing keypad overlay. Device failed occlusion test due to moisture damage at the force sensor. No unexpected insulin flow blocked alarms noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.